Manufacturer narrative:
The plate fractured at the bending section of the plate. The plate was positioned with the bending section directly above a fracture site. This event appears to have occurred due to a variety of contributing factors including: patient anatomy, fracture pattern, and plate position. The parts were not available for return or evaluation.

Event description:
Long ulna plate was used for segmental ulna fracture. The plate broke at the bending section.